Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and the reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26mm mechanical valve, the leaflets would not fully open. The valve was explanted and replaced with another size valve. The replacement size was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted a portion of the sewing ring was cut. Annulus measurements met manufacturing specifications for a 26 mm valve. The leaflets, inflow/outflow valve hinge mechanisms and inflow/outflow orifices were intact with no evidence of damage. Both leaflets were received in the closed position and using a blue actuator to test leaflet movement, the leaflets moved without difficulty. Analysis verified that the carbon subassembly rotated in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the clinical observation could not be confirmed as no evidence of a leaflet motion issue was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this 26mm valve was replaced with a mechanical valve of the same size. The surgeon did attempt to rotate the valve, however the leaflets still did not move as expected.